Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. The damages identified to the hexagonal head of the atrial setscrew are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the setscrew cavity and could explain difficulties during screwing/unscrewing operations when inserting the lead tips.

Event description:
Reportedly, the pacemaker involved in this MDR report was attempted to implant, but it was not possible to connect the previous lead to this device as the physician felt one resistance in the screw zone of the connector. The pacemaker was not implanted and returned for analysis.